Event description:
Caller reports a nurse at the facility had a reaction to the fumes from the package while using the convenience bleach wipe. Caller reports nurse went into an "anaphylactic-like" shock, her airway closed up and she couldn't breathe, her face puffed out, and she appeared to be on the brink of a seizure. Caller reports she was treated at the ER of the facility and returned to work, finished out her shift, and rested the next day. Caller reports the nurse is very susceptible to fumes and chemicals. A request was made for return of the suspect product and a replacement was sent.